Manufacturer narrative:
Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Further inspection of the cannula assembly discovered the tip of the hard cannula curled. The damage observed on the hard cannula is the cause for the reported skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 459 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking during wear and noticed that site was a little red. As treatment, the patient applied a new pod.